Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultramini meter is prompting the patient to set the date and time in the meter settings. The patient's diabetes is managed with oral medication. The alleged issue began on (B)(6) 2010 at 12 am. There was no alteration to the patient's diabetes management at the time of concern. The patient allegedly developed symptoms described as "lightheaded, shaky, unresponsive, and not hungry" sometime after the product issue began. The paramedics were contacted at the time of concern. The patient obtained a blood glucose reading of "117 mg/dl" on the emergency paramedic's meter. The paramedics did not provide any further medical intervention after the blood glucose reading. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the date/time issue was resolved. However, the patient claimed that the alleged issue was intermittent. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k061118.